Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) was unable to get their controller to charge for they got no device found. The pt had fallen two times; pt was able to recharge the implantable neurostimulator (ins) after the first fall but after the second fall on (B)(6) that was when they could no longer recharge the ins. Pt had gotten x-rays taken and they said nothing wrong with the ins. Pt felt an indention in their hip area which was a little lower than the ins battery. Pt thought the ins had migrated. Pt was in pain. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got no device found; pt went through passive recharge mode and the ins did not charge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Manufacturer representative (rep) with patient on the line. Caller said patient hasn't been able to charge ins and after attempting a reset, the controller has changed to a different language. Patient reiterated information about falls and not being able to charge and controller showing "no device found". Patient stated they were able to charge after the first fall but it took a while. Technical services (tss) reviewed that controller language cannot be changed back to english until the ins is charged and controller can connect. Tss walked patient through initiating passive recharge mode and antenna locate numbers showed all 100s. Patient moved recharger away from the ins and back over it again but antenna locate numbers remained at all 100s the entire time. Tss reviewed a replacement recharger would be sent as well as a controller so that patient doesn't have to navigate passive recharge mode in a different language. Tss redirected patient to patient services (pss) once equipment is received to go through passive recharge mode. Pt called in needed help in setting up the controller. Agent assisted pt. Pt was getting no device found and when entered passive recharge pt got 100-100-100. Based on previously documented call, pt repeated that ever since the fall they were unable to recharge the implant. Agent reviewed information and redirected pt to the managing hcp. Patient (pt) called back and repeated previously documented information. Pt stated that they were having problems recharging the implant. Pt also stated that they had received the replacement controller and recharger. Pt stated that they began recharging the implant and had been charging it for 2 hours and the controller displayed a couple of errors, prompting them to start over. Pt also stated that the controller would sometimes display 'empty'. During the call, pt stated receiving the message "call mdt" while trying to charge the implant. Pt confirmed that the controller battery was 30% and the implant was 50% with recharging excellent. Agent had pt connect the ac power supply and charge the controller. After a while, pt confirmed that the controller battery was low. Pt mentioned that their hcp had performed x-rays and stated that everything looked good to them, however, the pt stated that they felt something had changed, such as an indentation in the hip area. Pt also mentioned that they do not have an appointment with their hcp until july 16. Pt stated that they had experienced two falls on the side where the implant was located. Agent reviewed information and redirected the pt to their hcp for assessment of any pocket changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.